Manufacturer narrative:
Beckman coulter service was not dispatched to the customer site for this event because the customer troubleshot the leak with the customer technical support (cts). The cts instructed the customer to tighten the blood sample valve (bsv) knob. The customer tightened the bsv knob and stated that the instrument ran without any leaks. The cause of the leak was that the bsv knob was loose. (B)(4).

Event description:
The customer reported to beckman coulter, (bec) a leak at the blood sampling valve (bsv) of the coulter lh 500 hematology analyzer. The volume of the leak was less than 1 ml and was not contained within the instrument. Fluids associated with this event were diluent, blood and clenz. The material safety data sheet (msds) was not reviewed by the customer. The laboratory's exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves, gowns and goggles at the time of the event. No one came in contact with the fluid. Medical attention was not sought. No discrepant results were generated in connection to this event. There was no death, injury or change to patient treatment.